Event description:
Additional information received from the consumer reported their stimulator still got very warm during charging so their back would sweat. It was also reported the battery didn't seem to last very long on a charge anymore. It was additionally reported the battery charger was worn out so the consumer had to get a replacement.

Manufacturer narrative:
Main component of the system and other applicable components are: product ID 37791, serial # unknown, product type recharger.

Event description:
A consumer implanted for complex regional pain syndrome type I reported the last time they recharged on (B)(6), their implantable neurostimulator (ins) got really hot and their back was sweating. After this the recharger turned off and had an error code, but it was unknown what the code was. Since then they had been unable to connect with the recharger, kept getting the reposition antenna screen, and reported the antenna was damaged. It was noted the patient programmer (pp) was able to connect with the ins. The consumer went to the doctor on (B)(6), who wanted a manufacturer's representative (rep) to check the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.